Manufacturer narrative:
Stryker evaluated the customer's device and verified the device would not complete the boot up cycle. The root cause was not established. The customer received a replacement and the device was retained by stryker. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that their device would not complete the boot up cycle and kept rebooting. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was further evaluated by the stryker product assessment center (pac). The pac technician verified the reported issue in the device data. Stryker determined interruption of the software update was the cause of the reported issue. Device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that their device would not complete the boot up cycle and kept rebooting. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.